Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 27-aug-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report condition of main drawer 4.1 is not opening and failed to recover was confirmed during fse testing and subsequently confirmed during the dchu inspection process. According to work order #(B)(4), the fse reported that hh cubie pockets drawer 4.1 were missing on med application configuration. The fse replaced hh cubie bus module, drawer controller boards, and cubie drawer retractor band. Test and able to recover all pockets and drawer after. The report was closed. During dchu visual inspection: pn 353844-01: the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint main drawer 4.1 is not opening and failed to recover was due to short between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4.1 was not opening and failed to recover. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there was short between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.